Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The 80lb torque knob and the skull clamp was tested and put under pressure and it passed all specific functional testing. However, unrelated to the complaint issue, the lock had rotational and lateral movement and a residue buildup present. To resolve all issues, new components were added to replace worn internal parts and general cleaning and maintenance were performed. Root cause - the probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a posterior cervical instrumented fusion procedure, the surgeon heard or felt a "pop" on the mayfield modified skull clamp (a1059), and when they checked the clamp, they found loss of pressure from initial positioning. There was no patient injury; however, there was a delay of 10 to 15 minutes.